Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the lightsource is going into standby on its own; no error messages reported.